Manufacturer narrative:
The reported events of "capsular contracture, baker grade iii" and "lymphadenopathy" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and lymphadenopathy.

Event description:
Patient representative reports right side "fold in implant", enlarged lymph node (2cm), capsular contracture, baker grade iii, "general grumpiness" (not device related), and herpes infection (not device related). Device has been explanted and replaced.